Event description:
The user facility reported that the mayfield skull clamp slipped and the pt sustained a laceration.

Manufacturer narrative:
The returned clamp was cleaned and tested under pressure by properly positioning it on a "test skull". Once properly adjusted and locked, the clamp functioned properly. The 80# torque knob tested in specification and the ratchet extension arm had no visible cracks. The large starburst teeth were in good condition and the rocker arm pin receptacles passed the go/nogo gage; however, when locked, the swivel lock had some movement. All other components were functional. The clamp required general maintenance and cleaning. Upon approval and completion of the necessary repairs, the clamp was tested and performed to the same specifications as when it was manufactured, and returned to the hospital. The device history record was reviewed and indicated that this device was purchased in 2005 and had not previously been returned for service.